Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting farfield oversensing. Technical services (ts) was consulted and explain lead test were within normal limits and recommended reprogramming. The device remains in service. No adverse patient effects were reported.